Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/a portion of an essure micro-insert is seen in the right hemi pelvis.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ortho tri-cyclen. Other product or product use issues identified: device deployment issue "right did not deploy correctly, most of it removed/ spring failure on right side". The patient's medical history included menopausal symptoms, vaginal infection, menorrhagia and ovarian cyst. On an unknown date, the patient started ortho tri-cyclen (oral) at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and abdominal pain lower ("lower stomach pain") and was found to have uterine leiomyoma ("fibroids,."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, dyspareunia, vaginal discharge, diarrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, pelvic pain, uterine leiomyoma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results- "just that it worked. The dye did not migrate up my fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : aka name added, reporter added, patient demographic updated, essure removal date added, event injury nos is replaced with device breakage. Case become incident and valid. Events added- device breakage, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain lower, gastrointestinal or digestive system condition type: diarrhea, other injury(ies) or complication: fibroids, right did not deploy correctly, most of it removed/ spring failure on right side. Medical history and lab data added incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a portion of an essure micro-insert is seen in the right hemi pelvis.') And pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. Other product or product use issues identified: device deployment issue "right did not deploy correctly, most of it removed/ spring failure on right side". The patient's medical history included menopausal symptoms, vaginal infection, menorrhagia, ovarian cyst, overweight, dysfunctional uterine bleeding and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids,.") And experienced dyspareunia ("dyspareunia"), abdominal pain lower ("lower stomach pain"), scar ("gastrointestinal or digestive system condition type: ar tissue") and abdominal adhesions ("gastrointestinal or digestive system condition type: adhesions"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), diarrhoea ("gastrointestinal digestive system condition type: diarrhea"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain lower, fatigue, weight increased, scar, abdominal adhesions, bladder disorder and urinary tract disorder outcome was unknown and the vaginal discharge and diarrhoea was resolving. The reporter considered abdominal adhesions, abdominal pain lower, bladder disorder, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, scar, urinary tract disorder, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results- "just that it worked. The dye did not migrate up my fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, fibroid. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received: reporter information, concomitants drug and medical history was added. New event "fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type:scar tissue and adhesions, bladder or urinary problems or changes" were added. Outcome of event "vaginal discharge and diarrhea" was updated as " recovering/resolving". Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.